Manufacturer narrative:
The customer declined the option to have their glidescope core smart cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported smart cable serial number "(B)(6)" found one previous complaint reported to verathon. Following the initial reported incident, the customer returned only their glidescope core 10-inch monitor to verathon for evaluation but they did not return the glidescope core smart cable. After continuing to use their glidescope core smart cable with a loaner monitor provided by verathon, the customer experienced the same image issue as stated previously in this report. The customer has been informed that they will need to replace their glidescope core smart cable. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the image was disconnected when used with a loaner glidescope core monitor. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
UDI related data quality updates only. As requested by the FDA UDI helpdesk team, this is a supplemental report explaining why the unique device identifier (UDI) information in section d4 of verathon's initial report submission was left blank. The subject device was manufactured and labelled prior to the UDI compliance date for class I medical devices. Therefore, and as confirmed by the FDA UDI helpdesk team, the UDI requirements for its associated MDR do not apply.